Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt found on the control unit, the angle wire, scope connector and the universal cord. Also, no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: scope connector damage caused the image to be absent. The most probable cause of the complaint (dirt found on the control unit, the angle wire, scope connector and the universal cord) was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had distorted image and a scope communication error e315. The issue was found during inspection for use. There were no reports of patient involvement.